Event description:
It was reported to philips that the device was not able to obtain co2 readings. It was noted that the device was due for preventative maintenance but that the pump would not activate when the sample line was connected. There was no reported patient involvement.